Event description:
It was reported there was t-wave oversensing, and the patient received inappropriate shocks. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.